Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. The customer acknowledged the instructions and was advised to call back if the issue recurred.